Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold and wear abrasion. The unit does not leak. Microscopic analysis was performed which identified: an air pocket was observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area, and it does not allow any leakage. No openings were observed on the device or issues related with the complaint.

Event description:
Healthcare professional reported unknown side deflation. Device has been explanted.